Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. The reason for reoperation were rupture, silicone migration, capsular contracture baker grade IV, and seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported capsular contracture and seroma, unknown side, left side swelling, silicone migration, and rupture. Healthcare professional additionally reported implant exposure and cellulitis; these events are not device related. Device has been explanted.